Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The material separation of the guide and foot were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. The separation of the guide likely occurred due to interaction with the reported calcification either during insertion or more likely just after the foot was deployed. It is possible the guide was broken, and the separation occurred during removal. With a break or separation, entrapment is likely as the foot will be free floating open and the sheath if still attached would be not coaxial to the access site. The foot break may have also occurred during the forced (slight pressure) removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of the moderately calcified right common femoral vein (rcfv) using the pre-close technique via an 8f sheath hole prior to a leadless pacemaker procedure. The first proglide suture was successfully pre-placed. Reportedly, with the second device, resistance was noted when the device was attempted to be removed. Slight pressure was added while the device was pulled out and a guide separation occurred. Upon device (handle) removal, it was also noted that a foot separation occurred. The separated foot remained in the patient anatomy with the guide. While attempting to remove the separated guide, a drop in blood pressure was noted; therefore, the decision was made to temporarily keep the guide (and foot) in place and hold manual compression while the procedure was completed via contralateral access. It is believed that the proximal portion of the sheath [guide] caught a piece of the calcium. The guide was to be removed from the rcfv after completion of the leadless pacemaker procedure. Vascular surgeons were standing by in case they were needed when the guide was removed. The leadless pacemaker was inserted in the heavily calcified left common femoral vein via a 27f sheath hole, and ended up perforating the right ventricle. As a result, the patient died. It was confirmed that the physician does not attribute the death to the proglide device. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.